Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative evaluated the iabp and was able to determine that the battery locks were functioning properly. He demonstrated that the battery locks were functioning properly to two (2) customer representatives by performing a stress test multiple times while in the customer's presence. The service representative repeated the test approximately 10 times, all successfully, without any malfunction of the iabp. He was unable to dislodge the battery module while the locks were engaged. The service representative observed significant damage to the battery module. There was dirt/grass stuck to the back corner of the battery assembly and the plate was bent. The service representative replaced the battery module (part number 0146-00-0047-01), tested the battery locks again with the new assembly, and the battery module was secure. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The replaced battery module (part number 0146-00-0047-01) was sent to the manufacturer for evaluation. The manufacturer verified that the battery module case had various scratches and deformations. The locking mechanism on the case module was not damaged. The batteries themselves (0146-00-0039) showed no signs of external damage and pass the batteries run test.

Event description:
The customer reported that during the process of air transporting the patient, the battery fell out of the device when it was being removed from the aircraft. The therapy stopped when the battery fell out and the battery was immediately placed back in the unit with therapy starting again. The customer described the patient as being borderline prior to iabp therapy and very sick. The patient had a bradycardia then arrested, was sent into the emergency department where resuscitation with ECMO was attempted, however the patient died. The customer is not attributing the patient&#62688;death directly to the balloon pump however the interruption of the iab therapy contributed to the patient death.